Event description:
Reporting status: malfunction. Reporting rationale: separated product could cause or contribute to pt injury. Device issue: balloon separated from shaft. It was reported that the pt came in with no heart beat and was very sick. Medication was administered and then another company's sheath was inserted, followed by a jr4 guiding catheter. A prowater guide wire was used and another company's balloon catheter predilated the lesion. Two xience stents were implanted, and the post-dilatation was done with the voyager nc at 22 atm for 27 seconds. When the voyager nc was to be removed, under fluoro, it was observed that the balloon was staying in place while the shaft was removing. At this point, all of the devices were removed as one system, which recovered the shaft and the balloon with no intervention required. The pt was reaccessed and postdilatation was completed with another company's balloon catheter. Reportedly, the pt is doing fine. There is a chance that the full deflation time may not have been met prior to removing the voyager nc from the stent following postdilatation. No additional event or pt info is available.

Manufacturer narrative:
Results - quality engineering was unable to perform an evaluation at the time of this report. Results and conclusion will be forwarded upon investigation completion.